Event description:
The customer reported that following an rf ablation procedure, a burn was found at the pad site on the pt's back. Only one pad had been used. Pt info and degree of burn were not available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. \will not be returned to manufacturer.

Event description:
Caller states the patient tested 6.3 inr on the coaguchek s system and 3.2 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she discarded the strips, so no product will be returned for evaluation.